Manufacturer narrative:
(B)(6).

Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. The battery failed battery performance verification testing. There was no patient involvement.